Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 440 mg/dl at the time of incident. The customer treated for high blood glucose with insulin pump boluses. The customer was reported that the insulin pump had no delivery alarm. The customer was assisted with troubleshooting and reported that the event was resolved by infusion set change. Based on customer report customer did allege the insulin pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated that the drive support cap appears to be normal. The insulin pump and reservoir will not be returned for analysis.